Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the infection was first noticed on the day of replacement and the explant was done several months back and everything was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had the device explanted due to infection. No further complications were reported or anticipated.